Event description:
It was reported that during site visit by bd representatives, four (4) patient care units (pcu) in the outpatient oncology (infusion center) were observed to have some contamination on both left and right iui connectors. These devices were pointed out to the hospital¿s risk specialist that was rounding with bd representatives during the visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.